Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric target lesion was located in the moderately calcified, severely tortuous right coronary artery (rca). A non-bsc 6 fr guide catheter along with a choice floppy guide wire were advanced through the right femoral artery (rfa). The lesion was then pre-dilated with a maverick 2.5x15mm balloon. Next, a taxus liberte' 3.5x16mm stent was advanced in the vessel but would not cross the lesion. When the stent delivery system was removed from the patient it was noted a stent strut was damaged. The procedure was completed with another of the same device and also a taxus liberte' 3.5x12mm stent. No patient complications were reported and the patient status was reported as stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric target lesion was located in the moderately calcified, severely tortuous right coronary artery (rca). A non-bsc 6 fr guide catheter along with a choice floppy guide wire were advanced through the right femoral artery (rfa). The lesion was then pre-dilated with a maverick 2.5x15mm balloon. Next, a taxus liberte' 3.5x16mm stent was advanced in the vessel but would not cross the lesion. When the stent delivery system was removed from the patient it was noted a stent strut was damaged. The procedure was completed with another of the same device and also a taxus liberte' 3.5x12mm stent. No patient complications were reported and the patient status was reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent moved distally on the balloon, so that the distal edge of the stent was on the distal markerband. Proximal stent damage was identified. The struts on rows 1 and 2 from the proximal end of the stent were slightly raised. The shaft hypotube had a break 31 cm distal from the catheter's strain relief. Hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).